Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02608. It was reported the patient experienced unintended stimulation while working under a vehicle. Diagnostic testing indicated multiple high impedance contacts. X-ray images identified one contact was pulled out of the ipg header. Reprogramming was unable to restore effective stimulation. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02608. Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to replace the entire scs system. During the procedure, it was observed that the lead was fractured. The issue has resolved with the new system.